Event description:
While advancing the sds through a lesion in the common iliac artery, the first two segments of the stent were deployed despite the locking pin still being in place. The lesion was described as highly stenosed and calcified. As per the affiliate, it appeared the outer catheter was blocked by the lesion, while the inner lumen and stent went forward. The physician pulled the entire system back into the long sheath and removed everything in its entirety. There were no reported patient complications. As per the reporting affiliate, no additional patient or procedural information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.